Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The usage history of equipment with serial number (B)(6) was evaluated in relation to the occurrence date of september 4, 2023. It was found that there was no record of a 46-hour infusion programmed for september 4, 2023. Additionally, no other 46-hour infusions were scheduled between july 5, 2023, and september 6, 2023. The last programming performed by the user was on september 5, 2023, with a flow rate set at 42.5 ml/h for a total volume of 1020 ml to be infused over 24 hours. After 15 hours, 50 minutes, and 14 seconds, the user stopped the infusion, resulting in a total infused volume of 672.98 ml. The infused volume was consistent with the user's intended action. The equipment also underwent flow accuracy testing, with a programmed infusion of 460 ml at a rate of 10 ml/h over a 46-hour period. The measurement for each equipment test was conducted using a calibrated glass graduated cylinder, and the infusion time was measured using a calibrated digital timer. At the end of the flow tests, no deviations in flow rate or infused volume were observed, nor were any alarms triggered during the entire analysis period for the three devices under investigation. Based on the data presented, the complaint has been classified as not confirmed, as no quality deviations were evident for the equipment in question.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "faulty function / operating unit". According to the customer: "during the therapy, 3 pieces of equipment were used simultaneously in the same patient, but it was identified that infused beyond programming. No harm to the patient" "they suspect that it was something manual, which may have been changed by the companion that she is a nursing technician or that someone from outside may have interfered changing the schedule, so they need that prior knowledge take measures internally in the hospital.".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.